Event description:
It was reported that during a da vinci-assisted colorectal procedure, the vessel sealer curved instrument was used to seal the inferior mesenteric artery (ima); however, bleeding occurred. The initial reporter explained that after the first seal attempt of the ima, three lumens were still visible. The vessel sealer curved instrument was then used to seal the ima again but brisk bleeding occurred after the seal. The bleeding was controlled and stopped with the instrument. The procedure was completed robotically. The estimated blood loss is unknown. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. The vessel sealer logs show that the instrument was installed on universal surgical manipulator #4 two times. The logs show 150 seal events with 2 errors indicating that the user likely tried to seal excessive tissue which could have resulted in an inadequate seal. No errors were seen in logs.